Event description:
It was reported the device prematurely reached eri. The patient has never received any shocks, and no programming changes were made to the device. A generator changeout was completed. No further information is available.

Manufacturer narrative:
(B)(4).